Event description:
The customer reported an issue with the 12 lead cable. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an issue with the 12 lead cable. It was later confirmed the customer was experiencing intermittent acquisition of the 12 lead ECG. There is no reported negative pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.